Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/24/2023, it was reported by a sales representative via email that a revision anatomic total shoulder surgery took place on (B)(6) 2023 due to the loosening of the apex humeral stem. The surgery was completed by converting to uii stem. The vaultlock glenoid was intact and did not need to be revised. No further information was reported. Additional information requested.